Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle with filter had a discolored blister pack. The following information was provided by the initial reporter, translated from japanese: "blister pack."

Event description:
It was reported that the bd¿ blunt fill needle with filter had a discolored blister pack. The following information was provided by the initial reporter, translated from japanese: "blister pack"

Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval no, d10: returned to manufacturer on: na. H6: investigation summary it was reported there were multiple defects with units received. To aid in the investigation, two photos were provided for evaluation of hub stain by our quality team. One photo shows a plastic bag with the number 1301735 with a packaging blister next to it. The other photo shows a close up of the packaging blister bottom web side. There is a dark line on the packaging blister, but it is unclear if that is foreign matter. A device history record review was completed for provided material number 305211, lot numbers 1301735 and 1336506. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.